Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that there were automatic mode switch (ams) episodes from noise over-sensing on the patient's pacemaker. During the procedure, it was found that the set screw of the device header was loose causing noise issue and inadequate connection in the leads. The pacemaker was explanted and replaced on (B)(6) 2025. The patient was in stable condition.